Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due damage to pump tubing the patient had his artificial urinary sphincter (aus) pump and cuff removed and replaced. The components were explanted and new components consisting of a 4.0 cm cuff and pump were implanted.